Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient¿s blood glucose level rose to 14 mmol/l (252 mg/dl) while wearing the pod between 49 and 71 hours. According to the patient¿s legal guardian, a correction bolus was administered which did not affect the patient¿s glucose level. While checking the pod it was noted that the pod adhesive was not sticking well and the cannula was no longer seated in the infusion site (arm). As treatment, a new pod was applied.